Event description:
It was rpeorted that a pt previously treated with a urethral bulking implant, returned to the physician's office to show him the bulking material she had passed. The pt later underwent another bulking implant procedure using an laternative bulking agent. Further complications were reported.